Event description:
It was reported that a rotawire separation occurred. The target lesion was located in the severely calcified left circumflex artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed with the 1.50mm rotalink plus and then removed outside the body. Then, the physician tried to manipulate the rotawire but the tip would not move. Consequently, the wire was pulled slightly but the same issue occurred. The physician then noticed that the rotawire became separated in the guiding catheter. Apposition was performed inside the guiding catheter using a balloon catheter and removal was performed successfully. Since the issue occurred after ablation was completed, procedure was performed as usual using the usual guiding catheter. No patient complications were reported. It was further reported that the target lesion was 10mm long. During the procedure, ablation was performed five times at a speed of 210,000rpm with a duration of 30 seconds in 4 sets. It was noted that the maximum speed decrease was 10,000rpm. The device was fully removed from the patient's body and the patient was stable and good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a rotawire separation occurred. The target lesion was located in the severely calcified left circumflex artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, ablation was performed with the 1.50mm rotalink plus and then removed outside the body. Then, the physician tried to manipulate the rotawire but the tip would not move. Consequently, the wire was pulled slightly but the same issue occurred. The physician then noticed that the rotawire became separated in the guiding catheter. Apposition was performed inside the guiding catheter using a balloon catheter and removal was performed successfully. Since the issue occurred after ablation was completed, procedure was performed as usual using the usual guiding catheter. No patient complications were reported.